Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised on (B)(6) 2019 due to instability, approximately 1 year after primary surgery. Surgeon explanted 135/145 36/+3 standard humeral cup and 36mm centered glenosphere with screw and replaced them with a 135/145 36/+6 standard humeral cup and new 36mm centered glenosphere with screw.